Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal MFR of the device maquet (B)(4). Maquet cardiopulmonary (B)(4) provides product investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
It was reported that the bubble sensor which was on the arterial side and set for an intervention to stop the pump was activated. The bubble sensor detected air and the pump stopped. The perfusionist clamped the circuit and looked for air, but no air was seen so they attempted to reactivate the pump twice and it would not start. They then placed the unit in global over-ride and the pump immediately started back up. After a minute, they moved the bubble sensor roughly 6 inches further down the arterial line away from the oxygenator and reset the bubble sensor. The bubble sensor was successfully reset and ran without incident. The pt was weaned off support (B)(4) 2014. (B)(4).